Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure for tracheoesophageal fistula performed on (B)(6) 2025. During the procedure, the physician attempted to deploy a mantis clip, but the pull wire broke, preventing the clip from releasing. Multiple attempts to free the wire were unsuccessful. Eventually, the physician manipulated the scope to unhook the clip from the tissue and remove it. The procedure was completed with another mantis clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block h11: investigation results the returned mantis clip was analyzed, and a visual evaluation noted that the device returned with the clip assembly stuck into the bushing, with the catheter and control wire kinked, unraveled and with the handle break. Microscopic inspection revealed that no activation had occurred. The catheter and control wire were found to be kinked and unraveled, and the handle was broken. No other problems with the device were noted. The reported events of clip unable to release from catheter and handle break were confirmed. Upon analysis, the device returned with the clip exhibited signs of soft deployment, as it was detached from the bushing but still attached to the control wire. Most likely, due to operational factors during the procedure, such as attempting to open the clip once it is already activated, the physician's technique during the deployment of the clip, the scope position/angle, or detachment of the capsule due to hitting a surface, could have led to the failure of the clip to release from the catheter. Following soft deployment, it is possible that upon reopening the clip, the capsule can detach, and when the physician attempts to close it again, a misalignment of the capsule bushing can cause it to get stuck into the bushing during retraction, consequently deforming the capsule. With all available information, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure for tracheoesophageal fistula performed on (B)(6) 2025. During the procedure, the physician attempted to deploy a mantis clip, but the pull wire broke, preventing the clip from releasing. Multiple attempts to free the wire were unsuccessful. Eventually, the physician manipulated the scope to unhook the clip from the tissue and remove it. The procedure was completed with another mantis clip device. There were no patient complications reported as a result of this event.